Manufacturer narrative:
D10. Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6); product type: 0184-catheter; implant date (B)(6) 2016; brand name ascenda; product ID 8784 (serial: (B)(6); product type: 0184-catheter; implant date (B)(6) 2023; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient receiving gablofen (1000 mcg/ml at 72.5 mcg/day) via an implantable pump for intractable spasticity and cerebral palsy. It was reported that the patient had been experiencing an intermittent return of symptoms. A dye study was done to determine the patency of the catheter. The hcp determined that the catheter was patent, but that there may be a kink in the catheter as they experienced increased resistance when injecting the contrast. The hcp stated that they believed they visualized a hard right angle in the catheter that may be the reason for the increased resistance. It was stated that the report would be given to the managing hcp before a decision was made regarding next steps.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider via the company representative who reported that the patient¿s managing physician was notified of the results of the dye study and would determine if a revision would be necessary. It was unknown if the issue was resolved as the managing physician had not updated them on the status of the situation.